Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient bumped his head and since then has had no hearing perception with the device.

Manufacturer narrative:
Conclusion: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. An impact is mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device would be necessary. Per latest information received, the patient was scheduled for re-implantation surgery but the patient was admitted to the hospital for pneumonia and subsequently passed away. The device was not explanted. There is no allegation against the device having contributed to the patient's death. This is a final report.

Event description:
The recipient bumped his head and since then had no hearing perception with the device. The processor was exchanged, but without improvement.